Manufacturer narrative:
The reported guide wire was received for analysis along with eight unopened guide wires of the same lot. The guide wire utilized during the procedure was found to be fractured. The distal fractured section of the wire was not returned. Scanning electron microscopy was performed at the site of the fracture and identified shear dimples and possible fatigue. Based on the information provided to csi for this event, the wire fracture occurred prior to the oad being operated. One of the returned unopened guide wires was examined and found to meet specifications. No damage was observed which would contribute to the reported event. At the conclusion of the device analysis investigation, the reported fracture was confirmed. However, the exact cause of the fracture was unable to be determined. The report of the guide wire being unable to cross the lesion was also unable to be confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. It was reported to csi that the device is being retained by the hospital facility. If the device is received by csi, a device analysis will be completed and a supplemental MDR will be submitted. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached and remained in the patient. When advancing the guide wire into the lesion, resistance was felt and the guide wire would not cross the lesion. When the wire was retracted, the tip was noted to be detached. An endovascular procedure was performed the following day in an attempt to retrieve the wire fragment, but the wire was unable to be retrieved. It was reported that the patient was in stable condition.